Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled tubing with 30.2 units of insulin while connected at the infusion set site, resulting in unintended delivery of insulin. The customer decided to disconnect from the pump and took an injection of lantus, because the customer thought it was needed due to being disconnected and not receiving basal delivery of insulin. The customer's blood glucose level dropped (exact value not provided) and the customer fainted. Glucagon was administered by an emergency medical responder (ems) and the customer was hospitalized. Glucose was administered intravenously and the customer was released from hospitalization after 23 hours.